Manufacturer narrative:
Exemption number e2015055. Thirty (30) devices were received for evaluation; 20 events were confirmed during testing. One device was found to be affected by a cracked housing. One device was found to be affected by a broken lid. Six devices were affected by a loose/missing o-ring. Twelve devices were affected by a compromised weld. The reported event was not confirmed for 10 devices; the devices were found to be within specifications for the reported event. One device was not available to stryker for evaluation. Six devices are available for evaluation but have not yet been evaluated. This device is not repairable and was not returned to the user facility.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 37 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Sixteen (16) reported events had no patient involvement; no patient impact. Twenty (20) reported event had patient involvement; no patient impact. One (1) had unknown patient involvement.

Manufacturer narrative:
Exemption number e2015055. Six (6) devices were expected to be returned to stryker for evaluation; however, the devices were not received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 37 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Sixteen (16) reported events had no patient involvement; no patient impact. Twenty (20) reported event had patient involvement; no patient impact. One (1) had unknown patient involvement.